Event description:
It was reported when using the bd preset¿ syringe with attached needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "when the package was opened, the vent plug was found to be broken. The patient was not affected."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd has initiated further root cause investigation relating to the issue of deformed plunger stopper through corrective and preventive actions.